Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 223 mg/dl. Customer wore the pump against the skin and a temperature change had occurred to the pump prior to the occlusion alarm declaring. Reportedly, customer changed the pump supplies or simply cleared the alarm and resumed insulin delivery to address the issue.